Manufacturer narrative:
Initial reporter facility name provided (B)(6) medical center, (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that health professional inserted in a male patient on the 6th floor of the south wing at 8:00 pm. Two hours after insertion, a pop sound was heard. Four hours later, spontaneous withdrawal was confirmed with the balloon in a state of rupture. A new catheter was placed at 11:00 am the following day. At 1:00 am the following day, spontaneous withdrawal occurred with the balloon in a state of rupture.